Event description:
It was reported that during an unspecified procedure it was noted that the protective sheath of the nc trek balloon dilatation catheter (bdc) is difficult to remove and requires excessive force or use of another instrument to remove the sheath. There was no reported adverse patient effect. No additional information was provided. Subsequent information received states the protective sheath was not removed and remains on the device. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device, which confirmed the reported issue of difficulty in balloon sheath removal. A review of the complaint handling database found no similar events for difficulties in balloon sheath removal. The lot history records were reviewed and found no nonconforming material reports for this lot. Abbott conducted a review of other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.